Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. It was stated that the customer was unable to control his high blood glucose, but he was able to treat for ketones. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.